Event description:
The customer contact reported a crack between the clave secondary port and the cassette on the tubing set. The tubing set was being used to deliver an unspecified solution. At an unspecified time, a male adapter of an unspecified blood tubing set was connected to the clave secondary port on the cassette of the primary tubing set. After an unspecified length of time, a leak of blood was noted from a crack in the clave secondary port on the cassette of the primary tubing set. The tubing set and the pump were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. No additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer's reported crack between the clave secondary port and the cassette on the tubing set were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.